Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): d4. Lot number was updated to: k11241003 0047.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc (isi) did receive the da vinci product involved in the complaint to perform failure analysis. However, failure analysis has not completed their investigation on the returned instrument. A supplemental report will be submitted once the product investigation is completed.

Event description:
It was reported that during a training with a surgeon, the instrument cord broke during normal use. No significant tension was exerted. There was no report of patient involvement.